Event description:
An lpn/crt from the home healthcare company reported that "family claiming that vent failed to alarm high pressure. Mother says that trach was occluded. Only family with pt at this time. No nursing services on premises at this time." Subsequent info rec'd from home healthcare lpn/crt stated, "pt is deceased. Parents found him down and tried to revive him. 911 was called and the child was pronounced at the hospital".